Manufacturer narrative:
All available information was investigated and the reported mitraclip steerable guide catheter (sgc) shipped in triclip sgc packaging was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two similar complaints reported from this lot. The investigation determined the reported mitraclip steerable guide catheter shipped in triclip sgc packaging appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The additional steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed for incorrect device labeling. It was reported that the two mitraclip steerable guide catheters (sgc) were shipped in triclip sgc packaging. The devices were not used. There was no patient involvement and no clinically significant delays. No additional information was provided.